Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was received with missing end cap sticker. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown.